Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6, h10. One disposable simplicity electrode and one image was received for investigation. The image appeared to show damage to the probe. Further investigation revealed the proximal electrode was fractured and detached, exposing the electrical wires below. Abbott is performing further investigation.

Event description:
The location of the missing electrode is unknown. The physician confirmed it did not remain in the patient following the procedure.

Manufacturer narrative:
Additional information: g4, g7, h2, h6, h10. One simplicity radiofrequency electrode was received for evaluation. The device was returned due to detached electrodes. The medial and proximal electrodes were detached exposing the conductor wires below. The probe was bent out of specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the detached electrodes and bent probe is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report further information regarding the event was requested but not received.

Event description:
During a procedure, the proximal electrode would not burn. During inspection of the probe a sheering was noted. Upon receipt of the device, the electrode was detached from the device.